Manufacturer narrative:
Further investigation was not able to determine a specific root cause. Possible root cause may be issues with sample quality, pre-analytics, missing rack adapters, or insufficient maintenance of the analyzer.

Manufacturer narrative:
(B)(4).

Event description:
The customer questioned a low elecsys hcg test system result for one patient sample on the cobas 6000 e 601 module. The initial hcg result accompanied with a data flag was 0.5 miu/ml and was reported outside of the laboratory. The patient was given an ultrasound and found to be pregnant. The same patient sample was repeated on the same e601 module and the hcg result accompanied with a data flag was 10,000 miu/ml. The sample was rerun with automatic dilution and the hcg result was 73,988 miu/ml accompanied with a data flag. The customer stated that a new sample was tested that matched the repeat hcg results of the first sample. The repeat results were deemed to be correct. There was no adverse event. The hcg reagent lot number was 18912300. The expiration date was requested but not provided. The field service engineer (fse) was not able to determine a root cause. The fse ran analyzer performance tests and an hcg precision check. All the tests and the precision check were acceptable. The customer and fse suspect a sample issue such an air bubble with the first sample.